Event description:
An intermittent malfunction alarm was reported. There was no reported adverse impact to the customer¿s blood glucose level. The customer was advised to use a backup insulin pump while tandem technical support arranged for a replacement pump with updated software.